Manufacturer narrative:
Additional information: b5 and h6. B5: upon follow-up, it was reported that the patient was readmitted to hospital due to weakness an was currently in ICU. On an unknown date, antibiotic treatment for peritonitis was discontinued. At the time of this report, the patient recovered from peritonitis, cloudy pd effluent, abdominal pain, and inadequate dialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection ( 1g, intraperitoneal, every 3rd day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. The patient was discharged five days after hospital admission. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.